Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error while trying to deliver a bolus and high blood glucose event. The customer¿s blood glucose level was 456 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that the insulin pump alarmed no delivery that was resolved by an infusion set and reservoir change. Customer had a high blood glucose of 456 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.